Manufacturer narrative:
(B)(4): lot number was not retained and therefore, the expiration date also unk. Device was not retained by attending physician. Device not returned for eval, purchase history was reviewed and another mcr1 from the most recent purchased lot number was evaluated and performance met specifications.

Event description:
During the initial procedure on (B)(6) 2010, a coolrail linear pen device was used. The device was used on the dome lesion and a small perforation was noticed on the atrium. The surgeon mentioned that it appeared to be a "steam pop" and sutured the hole with one suture. There was no further pt or user consequence.